Event description:
Procedure: sleeve gastrectomy. According to the reporter: the device didn't staple, but cut the tissues and the tissues were damaged. The operator used two other instruments but the same problem occurred. The procedure finally ended up with a gastrectomy and an anastomosis instead of a sleeve.